Event description:
It was reported that the lead exhibited high impedance. A chest x-ray revealed that the lead dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.